Event description:
It was further reported that in (B)(6) 2009 the patient again experienced restenosis in the mid left anterior descending artery. The patient was hospitalized. Coronary angiography revealed 100% stenosis in the lad. Coronary artery bypass grafting was performed in (B)(6) with the patient hospitalized 19 days and condition listed as improved. At the patient's 2 year follow-up, the patient had no anginal symptoms.

Manufacturer narrative:
(B)(4).

Event description:
Clinical study. It was reported that following a coronary artery stenting procedure, the patient experienced restenosis and required a target vessel reintervention (tvr). The lesion being treated was a 2.50mm, 100% stenosed, 44mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilation using two balloons at maximum 10.0 atms (maximum diameter: 2.50mm / maximum length: 15mm). The physician then successfully deployed a 2.50x24mm taxus express2 study stent in the target lesion at maximum 12.0 atms. The stent was post-dilated using the pre-dilatation balloon at maximum 12.0 atms. The physician also placed a non bsc stent of unknown size in the proximal lad. There was no gap between the stents. Post-ivus was performed. The taxus stent was well positioned and well expanded with 0% stenosis. The patient was discharged the next day on plavix and aspirin. At 374 days after the index procedure, the patient was seen for follow-up. The 100% stenosis was confirmed by angiography. Pci was performed and non bsc stent of unknown size was placed. The patient was discharged 2 days later and continued on plavix and bayaspirin.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.